Event description:
It was reported that a patient was only able to keep her testing lead in place for about 12 hours because she was a ¿wild sleeper.¿ no symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).